Event description:
The customer reported to philips healthcare that there was a low battery alarm and the rfu indicator displayed a red x. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.